Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of a right unruptured ophthalmic saccular aneurysm measuring 7mm x 4mm. During the pipeline deployment, it was reported that the proximal section of the pipeline was flattened. The flattened section was opened by pulling the capture coil through the pipeline.no injury was reported with the patient as a result of the procedure.